Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that this patient on pd therapy was receiving drain complication message with the fresenius cycler during unknown drain phases of dialysis. The nurse was request replacement cycler as it was initially reported the patient was evaluated and had not done dialysis treatment for approximately 4 days. In a subsequent call, another nurse reported the patient was completing pd treatment w volume continuous ambulatory pd without any adverse events. However, the nurse also stated it was suspected patient had a peritoneal leak. The cycler was processed for replacement for software upgrade. There were no n harms to the patient due to the reported drain issues. In an additional follow-up call, spoke to original reporting who stated the patient's pd catheter {not a fresenius product) has completely stopped working and is believed what was causing the reported drain issues during pd treatment. Additionally, the nurse confirmed that the pat pd effluent coming from the patient's vagina. The nurse reported that it is suspected the patient has a leak in the peritoneal membrane due to patient anatomy and physiology. The nurse confirmed the peritoneal leak is not re the reported drain issues nor anything to do with fresenius products. The patient is reported to be evaluated b; surgeon for the pd catheter (not a fresenius product) malfunction and the peritoneal membrane leak. Based or available information, there is no objective evidence that a fresenius device or product issue caused or contribute serious patient harm or injury. The patient's pd nurse indicated the pd catheter was malfunctioning which is have led to drain complications during pd treatment with the fresenius cycler. Moreover, the patient is being for a suspected peritoneal membrane leak which is likely related to patient anatomy and physiology or ma/ catheter, not the fresenius cycler. The catheter used by the patient is not a fresenius device. The manufacturer catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).